Manufacturer narrative:
Additional information: h6, h11. This report is being supplemented to provide additional information based on additional information obtained from an additional legal manufacturer's investigation. The emergency light being out of order may have been due to some irregular external force being applied to the lead pin, because the lead pin had a slight bending and cracking at the fixation site. It was further reported that upon replacement of the emergency light, the suggested phenomenon was resolved. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source received an emergency light error e207 displayed on the monitor. The issue occurred during reparation for use of an unknown diagnostic procedure. The doctor completed the procedure using the same set of equipment and continued to use it for other cases after the error message was displayed. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. After checking the isolation work on-site, it was determined that the combined device did not need to be issued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint error e207 was confirmed. Based on the results of the investigation, it is likely the reportable event was caused due to malfunction of the emergency light. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): -e207 (clv emergency light failure please contact olympus) cause: the emergency light of the light source device is out or malfunctioning. -solution: immediately turn off the light source device, unplug the light source device from the medical outlet, disconnect the power cord from the power inlet of the light source device, and contact olympus. Olympus will continue to monitor field performance for this device.